Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No unexpected auto mode max delivery alert noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 447 mg/dl at the time of the incident and was treated with manual injections. The customer woke up with a rising blood glucose. The customer did not had any symptoms. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was calling back to perform a high pressure test. The customer reported that the insulin pump was in auto mode at the time of the event. The customer alleged that the insulin pump was under delivering as they had high blood glucose the whole day with auto mode on initially. The customer reported that they have a back-up plan available. The insulin pump will be and reservoir will not be returned for the analysis.